Event description:
It was reported that the patient developed an infection at the ipg pocket site. It was noted that pus came out of the ipg site. The infection was not procedure related however it was unknown as to what caused the infection. The patient was given antibiotics. The patient was doing well.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the ipg pocket site. It was noted that pus came out of the ipg site. The infection was not procedure related however it was unknown as to what caused the infection. The patient was given antibiotics. The patient was doing well. Additional information was received and confirmed that this ipg was not implanted in the patient at the time of the infection and was not explanted during this procedure. This event was previously reported. See MFR. Report #3006630150-2021-06798.